Manufacturer narrative:
Additional information received reported that intervention was performed approximately 5 years post implant. An endurant aortic extension (etcf2828c49ej) was implanted successfully in the target position, however the final angiography showed that the patient's condition was the same as before intervention has been carried out. No additional clinical sequalae were reported and the patient will be monitored. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Summary: the exact cause of the aaa expansion could not be determined from the films provided. Films prior to implant were not provided; however, a pre-implant planning drawing revealed that the patient had a 47mm max diameter infrarenal aaa. The proximal neck diameter measured 24mm just below the renal arteries, and the neck length was noted as 14mm. Earlier post-implant films were not provided. CT¿s returned from 41 months post-implant revealed that endurant bifurcate was positioned just below the lowest left renal artery within the short neck which measured 10mm in length. The bifurcate proximal od measured ~25mm, 10mm lower the stent graft od was 28mm and the aortic neck at that level was ~32mm, and 15mm below the renals the aorta measured 35mm in diameter. Calcification was also observed primarily along the right-lateral side of the proximal neck, and the neck was mildly angulated. Although the appeared to be insufficient stent graft proximal seal length, no clear endoleak was observed from within the 63mm maximum diameter aaa. However, it is still possible that the aaa was being pressurized from the marginal proximal seal, which most likely appears to have been caused by neck dilatation with a short remaining neck due to disease progression. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcated stent graft was implanted in a patient for the treatment of a 49mm abdominal aortic aneurysm along with two non-mdt stent grafts. It was reported that the patient returned for a follow up CT. The aneurysm diameter was 1cm larger than that seen in a previous CT (49mm to 58m). No obvious endoleak was observed. It was reported that when the patient returned for follow up on an unknown date the aneurysm had enlarged by nearly 2cm more than at the time of implantation. It was reported that it seemed that the neck of the aorta was also enlarging, so there was a possibility of a type ia endoleak. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.